Event description:
It was reported that the pt was stable. The clinician called to report that intra-aortic balloon pump (iabp) will not run on battery; when unplugged it dies & low battery message is displayed. Clinician stated they have checked all cord connections & tried multiple known working outlets. The power led is lit, but battery charged led is not. Pump is receiving ac power. The battery breaker switch was checked & was confirmed in the proper positon. The clinical support specialist (css) explained that pump should be switched in case the need would arise to utilize the battery and this one is not functional. Css had clinician flag the pump so it would not be used again until checked by biomed. This facility is in the middle of an installation of new autocat2 wave pumps. Clinician said she is not sure why they are not using new pumps, but would inquire.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.